Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the erratic buzzing/tingling in the right flank up to their neck and scalp occurring even with the stimulation off was due to their heart rate dropping extremely low. Actions taken to resolve this issue was a pacemaker was implanted with three leads on (B)(6) 2019. It was reported that the erratic buzzing/tingling in the right flank up their neck and scalp occurring even with the stimulation off had been resolved. The patient weighed (B)(6) at the time of the event. The physician¿s information was also provided. No further complications were reported/anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and patient regarding the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the physician was an emergency room medical doctor and was treating the patient. They stated that the patient was episodically having buzzing or tingling in their right flank that migrated up to their neck and scalp. They stated that this had been occurring for the past month or two and it was now more frequent. The rep stated that the occurrences were several times per day now. The patient turned off stimulation before the episode today. The caller confirmed that they thought the output was off or at 0v based on the patient controller screen. Today the occurrence caused tingling in the right flank, which dropped the patient to the ground. The reason for the call was to ask if the stimulator could output stimulation if the ins was turned to off. It was indicated that this was considered to be a sudden change of therapy/symptoms and began one to two months ago in 2019. It was reported that the patient had an appointment scheduled with their managing physician on (B)(6) 2019. No further complications were reported/anticipated.